Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) was seen in clinic post ablation and the health care professional (hcp) had questions related minute ventilation (mv) turned off or not. Technical services (ts) reviewed and stated this device had respiratory rate (rr) trend sensor and it was disabled due to noise from ablation. Additionally, a signal artifact monitor (sam) episode was reported and noted that there were high out of range pacing impedance measurements, measuring greater than 3000 ohms on the right ventricular (rv) lead. Ts discussed with hcp on how to turn back the rrt sensor. This rv lead remains in service. No adverse patient effects were reported.